Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing, and a confirmed fracture. The rv lead was unable to be replaced due to a superior vena cava occlusion and therefore the left ventricular (lv) lead and pace sense rv lead positions were swapped in the device header. It was further reported that rv lead exhibited high impedance and high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.